Event description:
It was reported that they had issues charging their implanted neurostimulator (ins) because the recharger and controller were both loose where the cable plugs in. Agent attempted to gather event date, but patient did not provide. The patient stated they met with manufacturer representative (rep) last tuesday and was told to call for a new recharger, controller, and battery pack. The patient stated the back cover on the controller was loose and the recharger cord was not secure when plugged into the controller port. The patient stated that a lot of the pins on the end of the plug were bent. The patient denied any rattling noise inside of the controller. The patient stated they have the recharger on at night and when they get up in the morning it was maybe up to 30% and is always telling them their stimulation is off. The patient was escalated and said they have sciatica really bad and have had nothing since tuesday "on this phone," which agent understood as patient's frustration with hold times. The patient was unwilling to do any further troubleshooting and continuously repeated that their rep told them they needed all new equipment. Based on the reported issues, agent sent requests to repair for replacement controller and recharger.

Manufacturer narrative:
B3: event date is not known. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.